Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had replace battery alarm. Customer's blood glucose value was 101mg/dl. Troubleshooting was performed and pump died after not removing battery. Customer has not received multiple power loss alarms when batteries are out of the pump less than 10 minutes. Insulin pump will not be returned for analysis.